Manufacturer narrative:
See also mfg. Report no. 9614453-2016-04683.

Event description:
A health care professional via a manufacturer representative reported that the consumer had previously been known to physically impact inss in the past. Additional information received from the representative reported the consumer had tourette's syndrome and had significant physical (motor) tics. The doctors and the consumer noted that in the past an ins from this consumer had physical damage to the outer casing as a result of physical impact. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.